Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the product during use for therapy. The product label on the housing was visible and appeared to be wet, and a small droplet of fluid could be seen outside of the lower header cap. The specific defect that may have allowed leakage was not visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 210h during hemodialysis therapy. The volume of blood loss was approximately 10ml. There was no report of medical intervention associated with this event. No additional information is available.